Manufacturer narrative:
, Corrected data: d4 and h4 updated.

Manufacturer narrative:
UDI number: (B)(4). Device evaluation: we received one device for investigation. Device was received in with a damaged front panel at the top right, cracked peep and CPAP knobs, damaged input/output label around the patient outlet connector. Functional test performed, device powered on performing low pressure disconnect and visual checks. It was verified that the low pressure disconnect alarm was not working. The gas supply indicator functioned as intended, it turned as soon as the ventilator was supplied with the psi source. Battery compartment in the electrical chassis caused the reported customer complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited no alarms and the o2 indicator is not working properly. No adverse patient effects were reported by the customer.